Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant indicated that during biomed testing of the device, subsequent to being dropped, the device displayed a "status 82" message. Complainant indicated that there was no patient involvement in the reported malfunction.